Event description:
On (B)(6) 2009, this pt was implanted with three gore excluder aaa endoprostheses to treat a 6.4 cm abdominal aortic aneurysm. It was reported that three months post-operatively on an unk date, the pt presented with a type ii endoleak from two lumbar arteries and the median sacral artery. According to the physician, the aneurysm size decreased initially but then increased (amount unk) for 12 months. On (B)(6), 2011, the gore excluder aaa endoprosthesis were explanted, and the aorta and iliac artery were repaired surgically. The pt tolerated the explant procedure.

Manufacturer narrative:
Results - the review of the mfg paperwork verified that this lot met all pre-release specifications.